Event description:
During the supraventricular tachycardia for wolff-parkinson-white syndrome with precision, the temperature issue caused a prolonged procedure. The temperature has increased to 60 degree after the start of the ablation. After changing the catheter and the ablation cables the same issue occurred. All connection cables were checked, but the issue persisted. An irrigated ablation catheter was used to complete the procedure without any patient consequences.

Manufacturer narrative:
One ampere¿ rf ablation generator was received for evaluation. Visual inspection of the returned generator confirmed all connectors, switches, and labels appeared to have no physical damage. All the mounting hardware was secured. Normal wear from use was observed on the exterior chassis. Ac power was applied to the ampere, the unit completed power-on-self-test (post) and then device booted to the application successfully. Evaluation testing which includes irrigated/non-irrigated catheter identification, resistance testing, and timing testing were all successful. Tested temperature circuity and no anomalies were observed. Firmware was identified as a 1.0.6 ous. The equivalent remote was connected and all functionalities were successful. The foot switch was also connected with successful results. The system log files on the unit from the reported event date (06-23-2022) were reviewed and confirmed an ¿ablation stopped due to error code 30.¿ the ampere generator shut off ablation because it detected high temperature for a certain length of time to prevent harm to the patient. This is a design control programed into the software design of the ampere. Based on the investigation information provided, and the logs to abbott this symptom was able to be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.